Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient developed a hematoma at the access site. Bivalirudin was discontinued and the patient remained on support.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component code added f6/f8-should have been left blank in the initial report. G1 reporting contact fax number.